Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a red rash under the front therapy electrode. The patient's physician prescribed hydrocortisone cream. During a follow-up it was reported that the rash had improved.